Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation was breached cut. Apparent explant damage.

Event description:
It was reported that at post-implant check the right ventricular lead had intermittent capture and difficulty sensing. It was further reported that a small tear was made in the lead to advance the wire. The lead was removed and replaced. No further patient complications have been reported as a result of this event.